Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The patient was revised to address pain, instability, trunnionosis, metallosis and malpositioned acetabular cup. Update rec'd 03/16/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient was found to have an adverse local tissue reaction, a significant pseudotumor formation with metallosis and necrotic tissue, osteolysis around implant, corrosion on the taper, and a stripped screw. At this time the patient's cup, head, liner, stem, and screw are being reported. The complaint was updated on: 04/13/2016.

Manufacturer narrative:
The patient was revised to address pain, instability, trunnionosis, metallosis and malpositioned acetabular cup. Update rec'd 03/16/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient was found to have an adverse local tissue reaction, a significant pseudotumor formation with metallosis and necrotic tissue, osteolysis around implant, corrosion on the taper, and a stripped screw. At this time the patient's cup, head, liner, stem, and screw are being reported. The complaint was updated on: 04/13/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. X-rays and medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.